Manufacturer narrative:
It has been determined that this complaint is not valid. Per follow-up with the field service representative (fsr), he found that this cooler heater unit did not have a leak or reported issue and was reported in error by the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the use of the device for a non-clinical activity (during routine cleaning / disinfection), the cooler heater unit was leaking. There was no patient involvement.

Manufacturer narrative:
Per follow-up on 2-may-2016 with the perfusion technician (pt): their maintenance process is to wipe down units after use with disinfectant wipes. (B)(4) does the maintenance on the units every six months, per manufacturer instructions for use (IFU); they did not experience problems heating and/or cooling; the water was not cloudy or discolored and there was no knowledge of patient infection that may be associated with the cooler heater unit.